Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to the fluid and had a blank display. The customer's blood glucose level was 136 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the home screen did not appear on the display. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The insulin pup was received with a blank display due to corroded electronic assy. The motor assembly found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to blank display. The insulin pump was received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. The insulin pump was received with faded serial number label.